Event description:
The customer contacted baxter's technical service center for assistance starting therapy over and removing the cassette from the homechoice (hc) during set-up. The caregiver (cg) stated one of the supply bags became unspiked and exposed. Product surveillance obtained additional information from the cg. The cg stated the spike disconnected while moving a supply bag during set-up. The home patient was not connected. The entire set-up was discarded. No patient injury or medical intervention was reported. No additional information provided.

Manufacturer narrative:
(B)(4).per the customer, the sample was discarded.